Manufacturer narrative:
Device evaluation of monitor sn (B)(6) was completed by engineering. The reported problem (abnormal shutdowns) was unable to be duplicated. Upon investigation the monitors abnormal shutdowns was unable to be detemined. Unable to determine root cause as the abnormal shutdowns could not be duplicated. No adverse event resulted from the damaged monitor. Device evaluation of monitor sn (B)(6) is underway. The reported problem (abnormal shutdowns) has been confirmed. Upon investigation the monitor was displaying a service code 107 (multiple abnomral shutdowns). A root cause investigation is underway. A supplemental report will be submitted upon completion of the root cause investigation. No adverse event resulted from the damaged monitor.

Event description:
A us distributor reported that a patient's monitor was receiving abnormal shutdowns.

Manufacturer narrative:
Device evaluation of monitor sn (B)(4) is underway. The reported problem (abnormal shutdowns) has been confirmed. Upon investigation the monitor was displaying a service code 107 (multiple abnormal shutdowns). A root cause investigation is underway. A supplemental report will be submitted upon completion of the root cause investigation. No adverse event resulted from the damaged monitor.

Event description:
A us distributor reported that a patient's monitor was receiving abnormal shutdowns.